Event description:
Note: this report pertains to one of two devices used during scope cleanings. Refer to manufacturer reports 3005099803-2024-05205 for the associated device information. It was reported to boston scientific corporation that a hedgehog double-end brush was used during a scope cleaning on september 25, 2024. During scope cleaning, the brush broke off at the tip both times and got stuck in the scope. The bristles were flushed out and the scope cleaning was completed using another hedgehog brush. There was no patient involvement in this event.

Manufacturer narrative:
Block d4: this is a non-sterile device with no expiration date. Block h6: imdrf device code a0401 captures the reportable event of brush break.